Manufacturer narrative:
2 implants were returned for eval. They were sustain 3.3x13 and 3.3x10 ha cylinder implants and not the originally reported restore 4x13 ha cylinder implants. As 2 different sizes were returned, a second medwatch report will be created to capture the info. The 3rd implant was lost by the pt. Co's conclusion remains the same: the implants are not believed to be the cause of failure.

Event description:
Pt from jamaica is reported to be having trouble with 3 implants...they may have come out. Donor has not seen pt yet. More info expected.